Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt was not receiving was not receiving adequate coverage. It was also reported she was experiencing discomfort in her ribs. X-rays were taken and revealed lead migration. During surgical intervention the doctor discovered the lead was fractured. The pt's scs system was explanted.